Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the mildly calcified, moderately tortuous and 75% stenosed anatomy resulting in the reported failure to advance and the reported difficult to remove. Interaction and/or manipulation of the device resulted in the reported material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was mildly calcified, moderately tortuous and 75% stenosed. After the xience sierra stent delivery system (sds) failed to cross the lesion, resistance was noted during removal. A flare at the edge of the stent was noticed when it was removed. There were no reported adverse patient effects and no clinically significant delay in the procedure. The lesion was dilated, and a non-abbott stent was implanted to complete the procedure. No additional information was provided.